Manufacturer narrative:
(B)(4). Device history record (DHR) was reviewed and all components allocated to this batch have been verified for compliance and accepted by quality assurance. Product meets customer specifications; zero non-conformity occurred during the irradiation run. Visual inspection of the device was performed and no visual defect was observed. Functional, heat seal, dispenser box, and shipper box evaluations were performed, and no defects were found. The root cause for this defect is unknown, therefore; the complaint could not be confirmed.

Event description:
Alleged event: the tip broke off during insertion percutaneously. The surgeon had trouble entering the abdomen percutaneously. The tip tented the wall but the tip did not penetrate. When it finally penetrated after some force, the tip deployed but the alligator jaws were missing. As x-ray revealed, the jaws broke off in the layer of tissue. The jaws were successfully removed at the end of the surgery. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device was returned for evaluation and verified that both two jaw tips had broken at the .250 radius area. Root cause could not be determined. The remnant of the jaw that was remaining in the device was measured using a .00005 blade micrometer for the 0.0160 +.0013/-.0005 thickness dimension on each jaw leg. Both jaw legs were found to be within the engineering specification. One leg measured 0.01635 and the other measured 0.01645. The DHR was reviewed and all testing met customer specification. Therefore; no preventive action will be implemented at this time.

Event description:
Alleged event: the tip broke off during insertion percutaneously. The surgeon had trouble entering the abdomen percutaneously. The tip tented the wall but the tip did not penetrate. When it finally penetrated after some force, the tip deployed but the alligator jaws were missing. As x-ray revealed, the jaws broke off in the layer of tissue. The jaws were successfully removed at the end of the surgery. The patient's condition was reported as fine.

Event description:
Alleged event: the tip broke off during insertion percutaneously. The surgeon had trouble entering the abdomen percutaneously. The tip tented the wall but the tip did not penetrate. When it finally penetrated after some force, the tip deployed but the alligator jaws were missing. As x-ray revealed, the jaws broke off in the layer of tissue. The jaws were successfully removed at the end of the surgery. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device sample has been returned for investigation but the investigation report has not been submitted at the time of this report. The manufacturer will continue to monitor and trend related events.